Event description:
Patient who has used novofine 6mm (31g) needles since 2002 due to insulin-requiring type ii diabetes mellitus, experienced needle breaking them off in their abdomen when injecting. According to the reporter the patient's dog jumped up on them just as they were injecting and as a consequence the needle broke. The patient went to the casualty department (date unknown) at the local hospital. There was no infection and no other adverse event was observed. It was decided not to remove the needle surgically but to wait and observe the patient and see if the needle surfaces. The patient has recovered with sequelae.